Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) on (B)(6) 2017 to report the discordant sodium (na) result which was obtained on (B)(6) 2017. The customer did not want troubleshoot with technical support center (tsc) but wanted to talk with customer service engineer (cse). A siemens cse was dispatched to the customer site on (B)(6) 2017 to provide service. The cse found that imt sensor showed zero hours left on (B)(6) 2017. The cse performed the following: replaced this expired sensor with another sensor that was not expired, and ran a passing system check. After the cse's actions, the instrument was fully functional and operational. The cause of the discordant sodium result was unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The patient was redrawn and the redraw sample was tested on the same instrument and recovered lower. The original sample was repeated on same instrument, and also recovered lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na result.